Event description:
It was reported that during the implant procedure for this cardiac resynchronization therapy defibrillator (crt-d) defibrillation threshold (dft) test was performed, following the shock on the t wave to induce the tachycardia, there was significant noise which was oversensed and led to an inappropriate shock. Subsequently, during an in clinic check the right ventricular (rv) lead diagnostics were within normal limits. Noise was unable to be recreated with isometrics or pocket manipulation. The physician will continue to monitor this patient. The rv lead is non boston scientific. This crt-d remains in service. No adverse patient effects were reported.